Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite analysis of the system was not performed as the instrument was replaced which resolved the issue. The instrument was returned and while no damage could be seen visually, when connected to a known good system, it did not turn on. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an unknown procedure. It was reported that the cable was fractured. The procedure was completed with the use of another cable. There was no reported impact on the patient¿s outcome. There was also no reported delay to the procedure due to his event.